Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer states they had several samples that had a bar code read error or sample identification problems on (B)(6) 2011. Their c16000 was connected to an aps (automated processing system) track and the track was down, so the customer was manually loading sample tubes on the sample carousel, which they rarely do. The customer stated after the samples were analyzed, they quickly started to unload the samples from the carousel and that they were in a rush and not paying attention. The customer stated that some samples in the sample carousel were identified incorrectly. The customer was not able to reproduce the issue. A field service representative (fsr) inspected the sample carousel and no problems were identified. The barcode reader was cleaned but the customer had intermittent barcode read errors on the controls. On (B)(4) 2011, the fsr returned to the site as they were having error code 4200 unable to read bar code label at carrier (x) position (y) and performed the barcode reader adjustment, however this error code is specific to barcode errors in carriers at the sample handler, not at the sample carousel, and are not related to the alleged sample identification problem at the sample carousel. Message history and temporary message logs were reviewed, but no error codes for sample barcode read errors on the sample carousel were found. A review of complaints and quality metrics did not identify any adverse trends for barcode read errors or sample identification issues for the sample carousel. Review of architect system operations manual found adequate instructions for use, functions, and operating instructions for the sample carousel. The troubleshooting section lists 2 possible error codes for sample barcode errors at the sample carousel and provides probable causes and corrective actions. Based upon the data available and the results of this evaluation, no product deficiency was identified.

Event description:
The customer stated for several samples there was a bar code read error and for other samples, a sample identification error on the architect c16000 analyzer. There was no report of incorrect results reported or impact to patient management.